Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was within range value not provided. The customer reverted to an alternate method of insulin therapy.